Event description:
It was reported that this left ventricular (lv) lead exhibited an out-of-range intrinsic amplitude measurement that resulted in a message in the remote home monitoring system. It was noted that the lv lead appeared stable. Review of the lead trend data noted a very small change in pacing impedance measurements around the same time. Additional information was received that technical services (ts) was requested to review the most recent remote home interrogation data. Upon review ts noted that lv pacing impedance measurements decreased subtly, however, measurements were still within normal limits. Ts discussed the potential of patient factors being a contributory cause. Further review of remote interrogation data noted a past atrial tachy response (atr) episode that showed evidence that the lv lead may be sensing the atrium and inhibiting lv pacing. Ts recommended further in clinic assessment of the lead. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.